Event description:
It was reported that customer experienced occlusion alarm that was traced to blockage in cartridge, and customer did not feel safe continuing to use pump. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to troubleshoot by disconnecting tubing, delivering test boluses, and inspecting site and cartridge, then changed supplies and resumed insulin therapy, and technical support arranged replacement pump, confirmed shipping details, instructed customer on storage mode for current pump, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.